Manufacturer narrative:
As stated in the 5803 owner's manual (nw0646). "A preventative maintenance (pm) check on this product is required at least once every year. Note: if the device is excessively or abusively used, the manual rotation locking mechanism and foot-end locking mechanism should be regularly checked to ensure the 95ft/lb torque is maintained". Adjusting the 180-degree rotation lock handle and crossbar torque, which was found to be out of specification on the recent preventative maintenance was corrected.

Event description:
It was reported that the or had an issue during a procedure where that table tilted and almost dropped patient on the floor.

Event description:
It was reported that the or had an issue during a procedure where that table tilted and almost dropped patient on the floor.